Manufacturer narrative:
Philips service replaced geometry pc and spare fuses. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4).

Event description:
It was reported to philips that system fails to start after opening application on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.